Manufacturer narrative:
The pump was received with button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. The pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not working, and that they have to mash it really hard in a corner for the device to take the button press. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.